Manufacturer narrative:
(B)(4)

Event description:
It was reported that when patient presented to the hospital cardiac perforation was observe due to atrial microperforation on CT due to extension beyond the pericardium . The atrial lead was explanted and the atrial port was connected within the ICD. Patient is stable.